Event description:
It was reported that the emergency stop button on the remote user interface of the 9900 system does not function. The case continued and there was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the remote user interface (rui). The system was tested and found to be working as intended and placed back into service.